Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, fibrosis, granuloma, pain, scar tissue, adhesions, mesh migration & deformation thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions as possible complications. Note, the manufacturing date (15-mar-2008) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the sac was dissected free and reduced. A perfix plug was placed and sutured." (B)(6) 2009 - patient visited hospital for right groin pain. (B)(6) 2009 - patient was diagnosed with recurrent right inguinal hernia, right inguinodynia thereby underwent open repair with partial removal of perfix plug, right iliohypogastric neurectomy and neuroplasty, right genitofemoral neurectomy and neuroplasty, removal of scar granuloma. Per operative notes, ¿adherent scar tissue and soft tissue identified, it was noted that mesh had become shrunken and disengaged its adherent points medially. The genitofemoral nerve scarified and swollen was dissected, overlying onlay mesh was removed. The iliohypogastric nerve was transected and removed; a large granuloma was excised. The recurrent right inguinal hernia was repaired by placing a synthetic mesh using sutures." Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries. It is also alleged that the patient had other injuries known at this time include the following, found during the 10/08/2009 surgery: intense scarification of the right groin. Distortion of the normal anatomy, translocation of the spermatic cord, intense scarification and incorporation of the right genitofemoral, right iliohypogastric, and right ilioinguinal nerves, angulation and partial obstruction of the right spermatic cord, recurrent right inguinal hernia with shrinkage and disengagement of the mesh previously placed, and recurrent right inguinal hernia.